Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by remote manager failure. A field service engineer powered off the station and inspected the remote manager. The latch was replaced to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager encountered an error and did not recover. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.